Event description:
After placement and inflation of 12mm balloon trocar (ref# omst12bt), the balloon popped inside the patient¿s abdomen randomly. The plastic piece of the balloon was located inside the abdomen and removed from the body with a laparoscopic grasper, and a different trocar was obtained and placed.